Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was the pilot valve was not shifting. Additional malfunction was a broken tie wrap.